Event description:
After patient completed scan - complaint of a burning/tingling sensation on right lower quadrant area of abdomen. Type of scan is lumbar spine with enhancement utilizing of omniscan.